Event description:
It was reported that a user on day two of iLet use experienced recurrent low glucose readings, described concern that the pump was continually delivering insulin, and noted that meal announcement after breakfast preceded a rise to about 150 mg/dL followed by a steady decline into the low range; the device was reported as operating normally per status indicators and algorithm education was provided, and oral carbohydrates were used to treat the lows. Symptoms included hypoglycemia with a nadir in the 40s and neurocognitive changes consistent with delirium. Outcomes included the need for unexpected medication intervention in the form of oral glucose sources, without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, insufficient information to determine a device problem, and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.